Event description:
It was reported that during pre-testing, sterile water leak from funnel of the foley catheter was discovered.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample evaluation observed a tear at the inflation funnel area of the catheter. Sample was inflated with water and observed water leaking from the tear area. Tear was examined under microscope and noted to be rough. The tear looks like it was caused from outside. A review of the manufacturing process indicates that the process can produce of this type of defect. Based on the sample returned, it is confirmed as manufacturing related issue. Further investigation was documented under CAPA # 13626172. A potential root cause for this failure mode could be failed to detect leakage related defect due to automated leak tester malfunction that can caused premature deflation on leakers. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, sterile water leak from funnel of the foley catheter was discovered.